Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient experienced infection at the balloon site, discharge, swelling, urethral erosion, pain and discomfort with an artificial urinary sphincter (aus). The erosion was diagnosed via cystoscopy and the physician suspected it was caused by the fragile tissues from previous chronic urinary tract infections and swelling. A surgical procedure was performed in which a suprapubic catheter was placed and the existing device removed. There were no device malfunctions associated to the explanted device. The patient was treated with antibiotics and fully recovered following the procedure.